Manufacturer narrative:
(B)(4): cartridge. The ec60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired and with tissue on the cartridge deck. After further inspection of the reload, the tissue was removed and the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented; therefore; there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. If resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. It should be noted that in order to open a device that has being partially fired or fully fired, a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure, the surgeon fired the tenth firing with a blue reload and the device made a noise and then locked on the pulmonary artery. The surgeon had to convert to open and cut the device out of the patient. The bleeding was controlled with clamps and ties.